Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) in a 33-year-old female patient who had essure (batch no. A88500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse), alopecia ("hair loss") and pelvic pain ("pain / infrequent mild pelvic pain"). In (B)(6) of 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) of 2018, the patient experienced depression ("depression"). In (B)(6) of 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("severe and constant abdominal pain") and pain in extremity ("mild and constant leg pain"). The patient was treated with celecoxib (celexa) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. In (B)(6) of 2018, the dysmenorrhoea, migraine, pelvic pain and abdominal pain had resolved. In (B)(6) of 2018, the depression had resolved. At the time of the report, the dyspareunia and pain in extremity outcome was unknown, the weight increased was resolving and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, migraine, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details on (B)(6) 2013 - trailing coils left 2, right 2. She received treatment for events chronic dysmenorrhea (cramping), chronic dyspareunia (painful sexual intercourse). Current weight 186 lbs. Approximate weight at the time of essure placement 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test (hysterosalpingogram): bilateral occlusion - normal appearing essure tubal with tubes no longer patent. Both tubes blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received - reporter¿s information was updated and new reporters were added. Lab test information was also updated, and medications celexa and oxycodone were added. Furthermore, essure lot number was provided and the event psych injury was deleted, since she confirmed that experienced depression. The events pelvic pain, abdominal pain and leg pain were added and the outcome of events depression, dysmenorrhea, pelvic pain, abdominal pain, hair loss, weight gain and migraine were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping) in a 33-year-old female patient who had essure (batch no. A88500-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse), alopecia ("hair loss") and pelvic pain ("pain / infrequent mild pelvic pain"). In (B)(6) of 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) of 2018, the patient experienced depression ("depression"). In (B)(6) of 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("severe and constant abdominal pain") and pain in extremity ("mild and constant leg pain"). The patient was treated with celecoxib (celexa) and surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. In (B)(6) of 2018, the dysmenorrhoea, migraine, pelvic pain and abdominal pain had resolved. In (B)(6) of 2018, the depression had resolved. At the time of the report, the dyspareunia and pain in extremity outcome was unknown, the weight increased was resolving and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, migraine, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details on (B)(6) 2013 - trailing coils left 2, right 2. She received treatment for events chronic dysmenorrhea (cramping), chronic dyspareunia (painful sexual intercourse). Current weight 186 lbs. Approximate weight at the time of essure placement 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test (hysterosalpingogram): bilateral occlusion - normal appearing essure tubal with tubes no longer patent. Both tubes blocked. Lot number reported (a88500) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, psychological trauma, weight increased, alopecia, migraine and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, headache, migraine, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for events chronic dysmenorrhea (cramping), chronic dyspareunia (painful sexual intercourse), psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s)(unspecified):bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: reporter details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2013, she implanted essure (previously reported as 2013). On (B)(6) 2018, she explanted essure. Injury event was updated to chronic dysmenorrhea (cramping), chronic dyspareunia (painful sexual intercourse), psych injury, weight gain hair loss, migraine, headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.